Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery alarm. The customer¿s blood glucose level was 334 mg/dl at the time of the incident. Customer reported other blood glucose value was 424 mg/dl. The customer received replaced battery alarms with out low battery alarm. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. No battery alert noted during testing.